Manufacturer narrative:
(B)(6). Device evaluated by MFR: the complaint device was received for product analysis. Pusher wire, introducer sheath and main coil were returned for this complaint. The main coil and pusher wire were not interlocked within introducer sheath, all parts returned separated. The pusher wire was inspected, and it was kinked. The main coil was found kinked and stretched. The introducer sheath was inspected, and no damages were found. No more damages were found. Microscopic inspection of the pusher wire was performed and revealed that the proximal end has a smooth surface. The interlocking arm was inspected, no anomalies were noticed. Microscopic inspection of the main coil was performed and revealed that the zap tip has a smooth surface. The interlocking arm was detached. Dimensional inspection of the pusher wire was performed and the measured dimensions were within specification. Dimensional inspection of the main coil was performed and the measured dimensions were within specification. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 13dec2021. It was reported that the coil became stuck inside the catheter middle part. A 22mmx60cm 2d interlock coil was selected for use. During the procedure, it was noted that the coil became stuck inside the catheter middle part. The coil was pulled out from the patient's body and the procedure was completed with another of the same device. There was no patient injury. However, device analysis revealed that the interlocking arm of the main coil was detached.

Event description:
Reportable based on device analysis completed on 13dec2021. It was reported that the coil became stuck inside the catheter middle part. A 22mmx60cm 2d interlock coil was selected for use. During the procedure, it was noted that the coil became stuck inside the catheter middle part. The coil was pulled out from the patient's body and the procedure was completed with another of the same device. There was no patient injury. However, device analysis revealed that the interlocking arm of the main coil was detached.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. Pusher wire, introducer sheath and main coil were returned for this complaint. The main coil and pusher wire were not interlocked within introducer sheath, all parts returned separated. The pusher wire was inspected, and it was kinked. The main coil was found kinked and stretched. The introducer sheath was inspected, and no damages were found. No more damages were found. Microscopic inspection of the pusher wire was performed and revealed that the proximal end has a smooth surface. The interlocking arm was inspected, no anomalies were noticed. Microscopic inspection of the main coil was performed and revealed that the zap tip has a smooth surface. The interlocking arm was detached. Dimensional inspection of the pusher wire was performed and the measured dimensions were within specification. Dimensional inspection of the main coil was performed and the measured dimensions were within specification. No other issues were identified during the product analysis.